Event description:
A doctor alleged that 'many' debonds occurred approximately 3-6 months after core buildups were completed using the bond-it material. The doctor could recall patient and incident details with regard to three (3) patients. This is the first of three (3) reports.

Manufacturer narrative:
The doctor used new products to rebuild the core for the patient. To date, the patient is doing fine. The product involved in the alleged incident was not returned and the lot number provided was incorrect; therefore, no evaluations can be conducted.